Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001274414 during an internal review on 09-feb-2023 noted a correction to the 3500a initial as the physician information was omitted in error. Therefore, processed the following fields: e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, e1. Initial reporter phone, e3. Initial reporter occupation.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade requiring a pericardiocentesis. The patient suffered a pericardial effusion. During pace mapping with the ablation catheter, before ablation, the patient's blood pressure dropped. A transthoracic echo was ordered, and in the meantime, the physician began ablating. The echo then showed a pericardial effusion. A pericardiocentesis was performed and the patient was currently stable. The adverse event was discovered during use of biosense webster, inc. Products. Physician stated that "catheter manipulation" may have caused the event, with momentary high force readings (they stated the high force lasted less than one second) in the rvot during pre-ablation mapping. They stated that the highest force reading noted was 30 grams during pre-ablation mapping. The highest force noted during ablation was 24g, avg 6g. Patient required extended hospitalization because of the adverse event because they believed the patient stayed overnight. No transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was not performed. No evidence of steam pop. The event occurred during mapping pre-ablation. The flow setting for the irrigated catheter used in the event was 8/15ml per instructions for use (IFU). No error messages observed on biosense webster equipment during the procedure. Patient was hemodynamically stable at that time. The effusion was discovered/noticed by transthoracic echo. The patient was admitted. Pericardiocentesis was performed with 210 ml of fluid removed. Unknown if the tube was left in place. Procedure was abandoned. There was no evidence of any effusion present before the procedure. Additional information was received. Outcome of the adverse event was fully recovered (no residual effects). No other relevant history reported. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. All the force visualization features were used. Visitag module was used, parameters for stability were max distance 3mm, minimum time 3s, force over time 25% minimum force 3g. No additional filter used with the visitag. Color options used prospectively was force time intervel (fti). No information about the ablation catheter information, only that it was an smart touch surroundflow catheter. Therefore, this report is being reported under a thermocool® smart touch® sf bi-directional navigation catheter.